Event description:
(B)(6) clinical study. Same case as MDR ID#: 2134265-2012-05769. Same patient as MDR ID#: 2134265-2012-0275 and 2134265-2012-05768. It was reported that during a stenting treatment procedure, plaque shift with vasospasm occurred post stent placement. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs classification 2) and cardiac catheterization was recommended. The target lesion was located in the proximal left circumflex (prox lcx) artery with 90% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.0x24mm taxus element stent with 0% residual stenosis. Post stent placement some mild plaque shift with vasospasm was noted. Ic nitroglycerin was administered. No additional intervention was performed as the lesion appeared non-obstructive. In addition, a non-target lesion was located in left posterior descending artery (l-pda) with 90% stenosis and was 10mm long with a reference vessel diameter of 2.50mm. After pre-dilation the lesion with a 2.00x12mm maverick balloon, suboptimal results were noted. The lesion was treated with placement of a 2.50x12mm taxus express2 stent resulting in very good angiographic result with no residual stenosis. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4)